Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "miss-target occurred while drilling into the distal oval hole of the gamma4 im nail. The prior drilling into the true circle hole was successful. The drilling was completed with manual recovery and the screw was also inserted."